Manufacturer narrative:
(B)(4). Resistance between devices, such as the reported guide wire becoming entrapped between the vessel lumen and the stent can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, and/or condition of wire coating. The reported difficulty was likely the result of the stent being deployed over the guide wire. A cine cd was reviewed by an abbott clinical specialist. The reviewer concluded that the images confirmed that the stent became mangled and remains in the proximal left anterior descending (lad) at the conclusion of the procedure. This was most likely due to resistance upon retraction of the guide wire entrapped between the vessel lumen and the stent. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported difficulty appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that this was an acute myocardial infarction (ami) case. After predilatation was performed, the xience v stent 3.5-23 mm failed to cross the lesion due to calcification and tortuosity of the left anterior descending artery (lad). Two non-abbott balloons were used to dilate from the proximal to mid-lad to facilitate stenting. The xience v was reinserted and was deployed at mid-lad at 10 atmospheres. A pilot guide wire was used for protection of a major diagonal branch; however, the guide wire became trapped under the deployed stent, resulting in the stent implant being stretched and pulled into the proximal lad, during an attempt to retrieve the guide wire. Emergent coronary artery bypass graft was recommended; however, due to the high risk of surgery during ami, surgery was not performed. Patient is reported to be well. No attempt was made to retrieve the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The xience v stent, is being filed under a separate MFR number.